Event description:
Customer alleged a pt was in labor and pushing on the foot section of the bed. The foot section allegedly fell to the floor. The doctor caught the pt as pt fell foreword. The epidural was dislodged and the pt was complaining about their hip hurting. The pt was taken for c-section.